Event description:
Pt admitted 9/23/96: had mitral valve replacement with a mechanical bioprosthesis in summer of 1966. A re-do replacement was carried out with a porcine prosthesis in 1979. Pt subsequently has had intermittent/chronic atrial flutter and atrial fibrillation. Recently, she has deteriorated such that she has new york heart association (class IV) deppnea. Transesophageal echocardiogram to evaluate this decline showed marked left atrial enlargement with normal left ventricular size and moderately severe mitral regurgitation due to prosthesis abnormality. The mitral valve area was 1.1 to 1.4 cm squared. There was moderately severe tricuspid regurgitation with moderate pulmonary hypertension. For that reason pt admitted for cardiac catheterization and possible mitral valve replacement. No direct complications of surgery and pt dismissed. It was felt that mitral valve replacement surgery should be carried out. Pt has continued to smoke.